Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to becoming fractured resulting in infection and bone loss.

Manufacturer narrative:
An impl tapered scr-v ha 4.7 mm 4.5mm 8mm (tsvmh11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device was location is #5 and was used for approximately 5 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for screwvent implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage DHR review: DHR review was completed for the subject lot number (63275245). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63275245) for similar event and no other complaint was identified. Sterilization record (st2940) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Review completed utilizing keywords: fracture : implant, bone loss and infection post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur with bone loss and infection however malfunction did occur for fracture and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.